Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6), 2011, the pt contacted animals alleging that the pump was intermittently shutting off. The pt claimed that the pump shut off one time while she was bolusing. In another incident, the pt claimed that the pump shut off while she was sleeping. The pt denied observing any alarms prior the pump powering off. The pt reported a blood glucose (bg) reading of "401 mg/dl" during the time of concern but denied developing any symptoms. The pt also denied that the pump had any physical damage or that the yellow o-ring was visible. The pt called that the battery cap was intact and there was no damage to the threading, o-ring, or spring. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that the pump was intermittently powering off. There is no evidence; however, that the alleged issue contributed to a serious injury. The pt did not have any bg readings or symptoms that meet animas' criteria for a serious injury.